Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 211 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. However, customer maintained that the pump was the cause of the occlusions. Reportedly, the cartridge was changed and the customer continued to use the pump for insulin therapy.